Event description:
It was reported that during an implantable neurostimulator (ins) replacement there was an issue with the extension and impedances on contact 11 were measured to be high. Prior to the ins replacement there were no impedance issues. No tools were used to push the extension into the ins port and the healthcare professional (hcp) used their fingertips. No resistance was felt. The hcp used a microscope and found the extension to be bent and fractured. The hcp thought the design of the extension was lacking. The hcp assumed that because of the position of the extension in the pocket for the past few years and then removal of the ins and extending the extension caused the fracture. The patient had previously been programmed with c+, 10-, and 11-. The manufacturing representative attempted to program around the issue and had removed contact 11. No further troubleshooting or intervention had been done and they were waiting to determine therapy effectiveness. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v629503, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).